Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm on (B)(6) 2022. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No in jury or medical intervention was reported.